Event description:
Boston scientific received information that this right ventricular (rv) lead needed revision and was explanted. To date, the reason remains unknown. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis is pending.

Manufacturer narrative:
The complete lead was returned. Visual observation noted dried blood was present past the helix mechanism and up through the lumen. The conductor coils were deformed at 150 mm from the terminal pin which was most likely due to the suture tie down. Dried body tissue was entwined in the helix as well. The lead failed the helix test and would not extend; most likely due to dried body fluid in the mechanism. However, electronically the lead was found to be within specification.